Event description:
The customer reported to olympus technical assistance center (tac), there is no image displayed when connect older scopes to the visera elite video system center; the customer additionally reported images will appear when connecting the system to newer scopes. There was no report of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), customer reported there is no image displayed when connect older scopes to the visera elite video system center; the customer additionally reported images will appear when connecting the system to newer scopes. Tac instructed customer to ensure the light source cable is secure on both ends and advised the device should be sent in for repair. Customer declined to return the device presently, adding they may return the device later. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H6 - removed 4114 - device not returned and added 10 ¿ testing of actual/suspected device; h4 - nov 13, 2012 3:50 am. The device was returned to olympus for evaluation. The device was found to have a bent pin. There were no additional findings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
Corrections: h10. Additional information: e2 and e3. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, additional information from the customer and corrections. According to the customer, the failure occurred prior to a procedure and the procedure was completed after switching to a newer model scope. The older model scopes worked with other devices, just not the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation could not determine the most likely cause of the failure, however, the customer was using older scopes at the time of the event and the device would work when using the newer scopes. Olympus will continue to monitor the field performance of this device.